Manufacturer narrative:
The pump was received with no button response due to the unlocked keypad connector on the lcd board. They were unable to verify the audio/beep anomaly, failed battery test alarm, unexpected restart alarm, and perform the rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement tests due to the no button response. The pump was received with a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that the pump started beeping and counting down. Customer stated that the act button was not working. Customer took the battery out because he could not clear the alarm. Customer received a failed battery test alarm. Customer's blood glucose was 240 mg/dl at the time of the incident. Customer declined troubleshooting for the unexpected restart alarm, the failed battery test, the constant tone, and the high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.